Manufacturer narrative:
Per has been determined to apply to 1627487/06/02/2017/001-c. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Follow up indicated that electrocautery was used during the patient's unrelated surgery, causing the ipg to become inoperable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had their scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored post-operatively.